Event description:
New information received notes that the device was explanted and replaced on (B)(6) 2020.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. A device evaluation was performed, and no sources of high current were noted. The reported event of low pacing lead impedances observed in the field was due to the low battery voltage. The device lead impedances were tested on the bench and they were found to be normal. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016.

Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. It was noted that the implantable cardioverter defibrillator exhibited low impedance on both leads but this was determined to be an incorrect measurement. No intervention was reported. The patient was in stable condition.